Event description:
Pt had bilateral breast augmentation in 1979. Left implant replaced in 1980 due to rupture. Bilateral contracture and symptoms of neurological problems necessitate removal. Upon removal rupture of both implants confirmed.